Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient experienced a device related infection. Cultures obtained noted enterococcus mediastinitis and elevated fungitell. The infection was medically treated with IV ampicillin, ceftriaxone, micafungin, and po rifampin. The patient was continuously prescribed augmentin and fluconazole. The patient received a pump exchange due to the infection. No further information was reported.

Manufacturer narrative:
Section b5: device exchange due to infection was originally reported under MFR # 2916596-2015-02317. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Device exchange due to infection was originally reported under MFR # 2916596-2015-02317.